Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death, thrombus, respiratory failure, neurological dysfunction, multi organ failure, renal insufficiency, worsening heart failure are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient went to the hospital due to high watt alarms and suspected thrombus. It was stated that the log file analysis and lab could confirm increase in watts starting on the (B)(6) 2017. It was stated that watts increased quickly so clinic decided to perform lysis disregarding an international normalized ratio (inr) of 3,5, patient received three mini lysis with 10mg acteplase (all in the period from (B)(6) 2017 with no precise date available") the last one with 10mg and an additional dose of 1,5mg/h over 24h, it was stated that every time the watts increased shortly after. It was further stated that it was decided not to exchange the pump due to neurological symptoms after the second lysis. The patient was stated to be in acute renal failure. Patient expired in intensive care unit (ICU) on hemofiltration and on the respirator. It was stated that the patient expired on the (B)(6). The site stated that the patient's equipment would be retained and pump would remain implanted. It was also stated that there would not be an autopsy done.  It was also stated that no additional information was made available.

Manufacturer narrative:
(B)(4). The pump (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed several high watt alarms on the reported event date. Of note, lysis therapy was administered. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on review of historical data of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.